Event description:
The customer reported that an achieva ventilator was inoperable. There was no pt involvement. Covidien has not rec'd the device for evaluation. A follow up MDR will be sent if the device is returned and if any add'l info is rec'd.